Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 100 experienced a leak at the blue winged luer cap. This device was filled with pamidronate 90mg/250ml and sodium chloride. The leak was noted prior to use. There was no patient involvement and, therefore, no patient injury or medical intervention. No additional information is available at this time. This is report 2 of 2 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Leak condition not confirmed. Visual examination revealed no signs of leak or moisture at the blue winged luer cap, or anywhere on the unit. A leak test was performed on the units by refilling the bladder with green water then monitored for 24 hours. No signs of defect could be found anywhere on the unit. The root cause was undetermined. A batch review was conducted which found no nonconformances.